Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's low alert did not go off when the patient was at 71mg/dl. The patient's low alert is set to 80mg/dl. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be that the patient settings had low alert set to vibrate only.